Event description:
It was reported that the patient underwent a revision surgery involving an unspecified penile implant due to unspecified reasons.

Manufacturer narrative:
Suspected medical device updated. Model number, catalog number.

Manufacturer narrative:
Product investigation completed. The pump was visually inspected. There was a leak in the kink resistant tubing (krt) attributed to fatigue and wear to filament; hole was present. The pump was functionally tested and performed within specification. The cylinders were visually inspected and functionally tested. Both cylinders had pinhole leaks in cylinder body; holes at corner of fold in the outer tube were present. Both cylinders had wear at fold in cylinder body. The krt of both cylinders were fatigued and worn to filament. Both cylinders were not pressure test due to the leaks identified. Product analysis confirmed device malfunction with the returned pump and cylinders. Based on the results of this investigation, no escalation is required.

Event description:
It was reported that the patient underwent a revision surgery involving an unspecified penile implant due to unspecified reasons.

Manufacturer narrative:
PMA/510k.

Event description:
It was reported that the patient underwent a revision surgery involving an unspecified penile implant due to unspecified reasons.

Event description:
It was reported that the patient underwent a revision surgery involving an unspecified penile implant due to unspecified reasons.